Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak coming for the hydro area in the synchron lx20 pro clinical analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer was dispatched and replaced a leaking valve, which resolved the issue.